Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3, h4. Correction- e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, we surmised that phenomenon ¿no image¿ occurred because the connected cable was defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source was displaying partial black/white images or no image with 180/190 devices during an unspecified procedure. There was no report of any impact to the procedure. There was no patient injury or medical intervention associated with this event.